Event description:
Per the office manager at the facility - the glass vial containing quality control material, dipper urine dipstick control broke in the medical assistant's hand when she attempted to twist off the cap. The cut occurred on the index finger on right hand. The office manager mentioned that the cut was addressed by a physician and required only a band aid and was considered a little minor cut. The medical assistant was not wearing gloves when she attempted to twist off cap.